Manufacturer narrative:
Device evaluation: visual analysis of the photos identified brown particle material on the shell, creases and deformation. Device patch with lot number 2043767. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis as it was not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported textured implant and capsular contracture baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture grade iii.

Event description:
Patient reported "lump on her cleavage", "right breast is higher and harder", night sweats , "sore nipple" , rupture and "feeling weird" and capsular contracture baker grade iii . Device has been explanted. "Night sweats" and "general itching" are not device related.